Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd texium¿ closed male luer with female caps experienced leakage. The following information was provided by the initial reporter: leakage of fluid between the PICC access and the texium.

Manufacturer narrative:
H6: investigation summary: a 10012241 product was not available for investigation; and the lot number was unknown. Further information provided by the customer indicates that the leakage occurred during infusion and no damage was visible on the product. The customer also stated that fluorouracil was being infused at the time of leakage. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium component in the past 12 months.

Event description:
It was reported that 4 bd texium¿ closed male luer with female caps experienced leakage. The following information was provided by the initial reporter: leakage of fluid between the PICC access and the texium.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd texium¿ closed male luer with female caps experienced leakage. The following information was provided by the initial reporter: leakage of fluid between the PICC access and the texium.